Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device had migrated(seen as device dislocation), 4 months after insertion an exploratory surgery was required to remove essure. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented a migration of essure during its use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated / migration of essure device - location of device: both migrated to abdomen/left coil/device deep in the left pelvis/second coil successfully absent") and device breakage ("device breakage / fractured device") in a 38-year-old female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2014), anxiety, post-traumatic stress disorder, celiac disease, systemic infection, asthma (mild intermittent(allergies)) and migraine. Concurrent conditions included condom (pregnancy prevention), drug allergy, allergic reaction to analgesics (hydrocodone- acetaminophen tabs), drug hypersensitivity (multiple vitamins-minerals), penicillin allergy, amenorrhea and breast feeding. Family history included diabetes (mother, paternal and grandparents), hypertension (mother), celiac disease (mother and paternal side of family,), alcoholism (paternal great grandfather and paternal cousins), arthritis (paternal grandmother and mother), hyperlipidemia (father) and stroke (paternal grandmother). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)).. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage and menorrhagia outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well.' Successful device placement: right ¿ yes. Number of coil: 3. Successful device placement: left-yes. Number of coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude fallopian tubes on (B)(6) 2015 patiet had pathology report : received in formalin in a container labeled and right fallopian tube and left fallopian tube is one intact fallopian tube and one fallopian tube fragmented into three pieces. The intact fallopian tube is pale pink-tan, markedly tortuous and fimbriated, measuring 7.3 cm in length x 0.5 cm in average diameter. There is a 0.5 x 0.4 x 0.3 cm smooth-walled, serous fluid containing paratubal cyst adjacent to the fimbriae. Sectioning through the tube reveals a pale tan to pale gray, velvety cut surface with a stellate lumen. Representative sections from this tube are submitted in cassette a1. The fragmented fallopian tube is gray-tan, mildly tortuous and fimbriated, measuring 5.9 cm in length x 0.6 cm in average diameter, when re appropriated. This tube features a pale tan-pink velvety cut surface with a stellate lumen. Representative sections of this tube are submitted in cassette a2. Also received in the same container are two silver, coiled, metal synthetic fragments, consistent with essure coils. They measure 2.3 x 0.2 x 0.2 cm, approximately. Rs-2 confirming the injuries reported in this case, the following one/ones were reported in medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated / migration of essure device - location of device: both migrated to abdomen/left coil/device deep in the left pelvis/second coil successfully absent/ location of device: deep in the left posterior cul de sac.") And device breakage ("device breakage / fractured device") in a 28-year-old female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6)2014), anxiety, post-traumatic stress disorder, celiac disease, systemic infection, asthma (mild intermittent(allergies)) and migraine. Concurrent conditions included condom (pregnancy prevention), drug allergy, allergic reaction to analgesics (hydrocodone- acetaminophen tabs), drug hypersensitivity (multiple vitamins-minerals), penicillin allergy, amenorrhea and breast feeding. Family history included diabetes (mother, paternal and grandparents), hypertension (mother), celiac disease (mother and paternal side of family,), alcoholism (paternal great grandfather and paternal cousins), arthritis (paternal grandmother and mother), hyperlipidemia (father) and stroke (paternal grandmother). Concomitant products included anesthetics, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol) and oxycodone. On (B)(6)2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3637 days before insertion of essure. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2015, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device breakage, menorrhagia, depression and anxiety outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well.' Successful device placement: right ¿ yes. Number of coil: 3. Successful device placement: left-yes. Number of coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: failure to occlude fallopian tubes. On (B)(6)2015 patiet had pathology report : received in formalin in a container labeled and right fallopian tube and left fallopian tube is one intact fallopian tube and one fallopian tube fragmented into three pieces. The intact fallopian tube is pale pink-tan, markedly tortuous and fimbriated, measuring 7.3 cm in length x 0.5 cm in average diameter. There is a 0.5 x 0.4 x 0.3 cm smooth-walled, serous fluid containing paratubal cyst adjacent to the fimbriae. Sectioning through the tube reveals a pale tan to pale gray, velvety cut surface with a stellate lumen. Representative sections from this tube are submitted in cassette a1. The fragmented fallopian tube is gray-tan, mildly tortuous and fimbriated, measuring 5.9 cm in length x 0.6 cm in average diameter, when re appropriated. This tube features a pale tan-pink velvety cut surface with a stellate lumen. Representative sections of this tube are submitted in cassette a2. Also received in the same container are two silver, coiled, metal synthetic fragments, consistent with essure coils. They measure 2.3 x 0.2 x 0.2 cm, approximately. Rs-2 confirming the injuries reported in this case, the following one was reported in medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Product information updated. Events: psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish were newly added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated / migration of essure device - location of device: both migrated to abdomen/left coil/device deep in the left pelvis/second coil successfully absent") and device breakage ("device breakage / fractured device") in a 38-year-old female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2014), anxiety, post-traumatic stress disorder, celiac disease, systemic infection, asthma (mild intermittent(allergies)) and migraine. Concurrent conditions included condom (pregnancy prevention), drug allergy, allergic reaction to analgesics (hydrocodone- acetaminophen tabs), drug hypersensitivity (multiple vitamins-minerals), penicillin allergy, amenorrhea and breast feeding. Family history included diabetes (mother, paternal and grandparents), hypertension (mother), celiac disease (mother and paternal side of family,), alcoholism (paternal great grandfather and paternal cousins), arthritis (paternal grandmother and mother), hyperlipidemia (father) and stroke (paternal grandmother). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage and menorrhagia outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well.' Successful device placement: right ¿ yes. Number of coil: 3. Successful device placement: left-yes. Number of coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude fallopian tubes on (B)(6) 2015 patient had pathology report : received in formalin in a container labeled and right fallopian tube and left fallopian tube is one intact fallopian tube and one fallopian tube fragmented into three pieces. The intact fallopian tube is pale pink-tan, markedly tortuous and fimbriated, measuring 7.3 cm in length x 0.5 cm in average diameter. There is a 0.5 x 0.4 x 0.3 cm smooth-walled, serous fluid containing paratubal cyst adjacent to the fimbriae. Sectioning through the tube reveals a pale tan to pale gray, velvety cut surface with a stellate lumen. Representative sections from this tube are submitted in cassette a1. The fragmented fallopian tube is gray-tan, mildly tortuous and fimbriated, measuring 5.9 cm in length x 0.6 cm in average diameter, when re appropriated. This tube features a pale tan-pink velvety cut surface with a stellate lumen. Representative sections of this tube are submitted in cassette a2. Also received in the same container are two silver, coiled, metal synthetic fragments, consistent with essure coils. They measure 2.3 x 0.2 x 0.2 cm, approximately. Rs-2 confirming the injuries reported in this case, the following one/ones were reported in medical record: device dislocation. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet, new reporter, lab data,essure pain and bleeding outcome were added . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated / migration of essure device - location of device: both migrated to abdomen/left coil/device deep in the left pelvis/second coil successfully absent") and device breakage ("device breakage / fractured device") in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2014), anxiety, post-traumatic stress disorder, celiac disease, systemic infection, asthma (mild intermittent(allergies)) and migraine. Concurrent conditions included condom (pregnancy prevention), drug allergy, allergic reaction to analgesics (hydrocodone- acetaminophen tabs), drug hypersensitivity (multiple vitamins-minerals), penicillin allergy, amenorrhea and breast feeding. Family history included diabetes (mother, paternal and grandparents), hypertension (mother), celiac disease (mother and paternal side of family,), alcoholism (paternal great grandfather and paternal cousins), arthritis (paternal grandmother and mother), hyperlipidemia (father) and stroke (paternal grandmother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well.' Successful device placement: right ¿ yes. Number of coil: 3. Successful device placement: left-yes. Number of coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: migration of essure device to abdomen on 30-apr-2015 patiet had pathology report : received in formalin in a container labeled and right fallopian tube and left fallopian tube is one intact fallopian tube and one fallopian tube fragmented into three pieces. The intact fallopian tube is pale pink-tan, markedly tortuous and fimbriated, measuring 7.3 cm in length x 0.5 cm in average diameter. There is a 0.5 x 0.4 x 0.3 cm smooth-walled, serous fluid containing paratubal cyst adjacent to the fimbriae. Sectioning through the tube reveals a pale tan to pale gray, velvety cut surface with a stellate lumen. Representative sections from this tube are submitted in cassette a1. The fragmented fallopian tube is gray-tan, mildly tortuous and fimbriated, measuring 5.9 cm in length x 0.6 cm in average diameter, when re appropriated. This tube features a pale tan-pink velvety cut surface with a stellate lumen. Representative sections of this tube are submitted in cassette a2. Also received in the same container are two silver, coiled, metal synthetic fragments, consistent with essure coils. They measure 2.3 x 0.2 x 0.2 cm, approximately. Rs-2. Confirming the injuries reported in this case, the following one/ones were reported in medical record: device dislocation, most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received, reporter added, patient concomitant and historical condition added, lab data added, lot number received, event added as folows:-device breakage, vaginal haemorrhage, menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated") in a female patient who received essure for female sterilisation. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (exploratory surgery to remove the essure). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and device had migrated(seen as device dislocation), 4 months after insertion an exploratory surgery was required to remove essure. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented a migration of essure during its use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.